Event description:
I am writing to let you know that one canister of my contour next test strips was faulty. I am estimating that 1/3 to 1/2 of the 50 test strips were faulty. I would put them in the meter and it would go through the process of testing and then it would say "replace strip with an unused strip" or something similar. The only other time that has happened to me was when my strips fell into the sink and some got water on them so they were unusable. This time, that was not the problem since nothing wet came in contact with them. I was taking them out of the canister and putting directly into the meter. I never put used strips back into the container, so that is not the problem. Over the many years that I have used the contour strips, this has never happened to me before and I wanted it noted and replaced if possible. It was with lot dw7dfeb01a (or the zero could be an o). Expiration 04/30/2019. I look forward to hearing from you.